Manufacturer narrative:
UDI: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 25mm valve implanted for two months is experiencing mild to moderate pvl with hemolysis. The patient is stable and the surgeon plans to plug the leak at a later time, depending on restrictions with covid-19.

Event description:
It was reported that a patient with a 25mm valve implanted for two months was experiencing mild to moderate pvl with hemolysis. The patient was stable and the surgeon planned to plug the leak at a later time, depending on restrictions with covid-19. Additional information was received. The patient had been receiving blood transfusions due to hemolysis caused by the paravalvular leaks. After an implant duration of four months, the patient underwent an aborted pvl plug procedure. Upon starting the procedure, it was noted that there were two paravalvular leaks, one under the non coronary cusp and one under the left coronary cusp. This was producing severe pvl. The procedure was aborted because the leaks were larger than expected. The patient underwent a balloon valvuloplasty on the same day in an effort to expand the skirt. A 26mm true balloon was used to post dilate with two inflations to a maximum of ten atmospheres. The final angiogram revealed mild paravalvular leak from the left coronary side. No central insufficiency was noted. The patient was stable and will be followed to determine if this procedure resolved the clinical symptoms. The patient was discharged in stable condition on pod #1.

Event description:
It was reported that a patient with a 25mm valve implanted for two months was experiencing mild to moderate pvl with hemolysis. The patient was stable and the surgeon planned to plug the leak at a later time, depending on restrictions with covid-19. Additional information was received. Upon starting the pvl plug procedure, it was noted that there were two paravalvular leaks, one under the non coronary cusp and one under the left coronary cusp. This was producing severe pvl. The patient had been receiving blood transfusions due to hemolysis caused by the paravalvular leaks. The patient underwent a balloon valvuloplasty after an implant duration of four months in an effort to expand the skirt. A 26 true balloon was used to post dilate x 2 inflations to a max of 10 atmospheres. The final angiogram revealed mild paravalvular leak. No central insufficiency was noted. The patient was stable and will be followed to determine if this procedure resolved the clinical symptoms.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.